Manufacturer narrative:
(B)(4). Medical devices: tibial full block augment precoat size 6 10 mm thickness catalog#: 00588000610 lot#: 62591593. Tibial central cone size large catalog#: 42545000513 lot#: 64700936. Tibial component precoat size 6 catalog#: 00588000600 lot#: 64375444. Stem extension straight 15mm dia x 100mm length catalog#: 00598801015 lot#: 64258386. Femoral central cone size large catalog#: 42545001013 lot#: 64643092. Stem extension straight 15mm dia x 100mm length catalog#: 00598801015 lot#: 64082243. Femoral component option size f left catalog#: 00588001601 lot#: 64927752. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, the patient was revised after the thread on the hinge post extension fractured, leading to the post extension backing out, and the knee to dislocate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the articular surface shows signs of being implanted (gouged/nicked). The returned hinge extension post has striations on the shaft with damage to the threads. A portion of the threads are also fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.